Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Action taken with therapy was not reported. Outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that on unknown date the patient had a hernia repair. It was unknown if the patient was hospitalized for the repair. Pd therapy remained ongoing. At the time of this report the patient was recovered from the event. The device was not returned for evaluation; however, the serial number of the product involved was identified. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.